Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 patient was admitted for gastrointestinal bleeding. A polyp was removed via colonoscopy. The patient had new and frequent ventricular tachycardia. The patient was discharged on (B)(6) 2019. No additional information was provided.

Event description:
It was reported by the vad coordinator, hematocrit and hemoglobin remained stable, endoscopy positive for diverticulitis, no treatment for ventricular tachycardia.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleeding cannot be conclusively determined through this investigation. A specific cause for the reported ventricular tachycardia cannot be conclusively determined through this investigation. The center will continue to monitor the patient. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.